Event description:
Healthcare professional reported a patient was injected with the blunt cannula with unk harmonyca and [unspecified] juvéderm® voluma¿ treatment. At the beginning the result was great, but unfortunately the patient is now getting nodules and granulomas all over the treated area. Nodules/hardening. The granulomas are not a biopsy-confirmed diagnosis. Symptoms on going.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.